Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reporting the clip on her holster was broken. She did not recall blood glucose at the time of event but stated an hour later from incident, it was 42 mg/dl. Customer treated and was feeling fine. No further information reported.